Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on april 15, 2026 with lot number 2653679. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage, observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure and observed crack in the diaphragm valve assesses as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Clarification to d.6a implant date: surgery date provided as "10 years ago". Partial date populated as on (B)(6) 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.